Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. This 5.0 x 20, 135cm mustang balloon catheter was selected to post-dilate an implanted non-bsc stent. The mustang balloon was inflated 3 times and upon the 3rd inflation the balloon ruptured at 3atms (1st inflation: 20atms / 2nd inflation: 20atms). The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).